Event description:
It was reported that during a skin closure procedure, once the device had been fired and they went to clean the prep off, the staples were coming out.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.